Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vra164. Sample was later identified to have anti-e. No erroneous results reported. No patient harm.